Event description:
It was reported that the pump was found to be on full refill. Pump was replaced due to "non function". Catheter was reported as patient. Patient sustained no injury and recovered without sequelae. Drug infused was prialt.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.